Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the reporter of the lay user/patient contacted lifescan (lfs) alleging that her father¿s onetouch ultra 2 meter displayed inaccurately high results compared to another device. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the subject meter displayed an inaccurate high reading on (B)(6) 2022, at an unspecified time. The reporter stated that her father received a result of ¿105 mg/dl¿ on the subject meter and then went for a 15-minute drive. The reporter did not provide information on how the patient manages his diabetes however, she did specify that the patient did not take any food nor did any exercise in response to the alleged high reading. The reporter claimed that her father ¿passed out¿ after the drive and the emergency medical services had to arrive. Approximately 20 minutes after the blood glucose reading of ¿105 mg/dl¿ from the subject meter, the ems measured a reading of ¿40 mg/dl¿ on their emergency meter. The patient was treated by the ems with glucose tablets/glucose gel. After treatment, a blood glucose reading of ¿155 mg/dl¿ was obtained on the ems meter. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood. The cca noted that the patient did not have control solution to test the subject system. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical treatment for an acute low blood glucose excursion after receiving alleged inaccurate high results obtained with the subject meter.